Event description:
Pt scheduled for acl which had a special loaner tray. When the tray was brought to the room and unwrapped there were several integrators inside, 2 of them indicated that the tray was safe and one indicated that the tray was unsafe. All 3 integrators had the same lot number 201601gg.what was the original intended procedure?acl repair.device #1is this a laboratory device or laboratory test?no.